Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2009. Patient got out of a car, put his foot on the floor and felt a "crack". Revision procedure was performed on (B)(6), 2012 due to a fractured femoral stem.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.if item is returned and an evaluation completed, a follow-up report will be sent to the FDA.

Manufacturer narrative:
Observations on the returned components suggest that the failure of this implant was as a result of fatigue. There are a number of factors that can affect the performance of the taper: debris in the taper interface, damage, improper seating due suboptimal impaction and malalignment. These factors and related recommendations are listed in the magnum packaging insert. There is no evidence to suggest that the components were improperly handled, although the inclination of the acetabular cup appears to have been slightly higher than the recommended 45°. The presence of a white residue at the taper interface indicates that a fretting/galling process may have taken place. The presence of a wear stripe on the bearing surface may indicate that the patient was possibly experiencing some microseparation of the head or joint laxity, leading to breakdown of the lubrication regime. This could have resulted in higher friction and subsequently higher stresses/increased micromotion of the taper interface, leading to fretting/galling. Fatigue cracks may have been initiated at this interface causing the eventual fatigue fracture. The implant failed as a result of fatigue. The reason for the onset of failure is unclear with the information provided although the higher stresses generated by microseparation may have been a contributing factor.